Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the wire in the handle ruptured.

Event description:
Note: this report pertains to one of two trapezoid rx devices used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the handle cannula broken. An alliance handle was used for this lithotripsy. The stone inside the basket was able to be removed with some difficulty. Another trapezoid rx was used; however, the same event happened. The procedure was completed using a non-bsc device. There were no reported patient complications as a result of this event.